Manufacturer narrative:
A similar problem has been reported by this hosp in MDR 3002807968-2015-00001 to 05. Based on the info provided in this case pre-analytical errors are suspected to cause or contribute to this problem. The customer has therefore been asked to provide detailed info regarding sample handling to investigate if this could be the cause of the problem. See scanned page.

Event description:
On (B)(6) 2015 at 12:50 the customer ran a ca (7,4) on the abl825 with a resulting value that was higher than expected. The customer repeated the sample (on the abl805 and abl825) and the ca (7,4) value was then lower and as expected. Based on the series of measurements the customer reported the first result (from 12:50) as false high. There was no reported injury, diagnosis or treatment based on the high ca result.